Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that the customer was using cold insulin and not removing the air in the cartridge. Customer reloaded current cartridge to resolve the issue. Customer¿s blood glucose level was 114 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.